Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted recalibration, replaced contaminated sub-mechanism assembly and iui(inter-unit-interface) connector assembly. Based on the findings, service determined that the reported issue was due to maintenance issue of the lvp(large volume pump) mechanical assembly. Device history record a review of the device history record showed the device had a manufacture date of 23jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance for rate calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is completed. A follow up report will be submitted once additional information has been completed. Device received with pending investigation.

Event description:
It was reported that the device failed preventive maintenance for rate calibration. No additional information was provided. There was no patient involvement.